Event description:
It was reported the pt is not receiving effective stimulation. Her physician plans to send her to intense physical therapy for 4 weeks. Follow up is pending after physical therapy.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.